Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not close all the way. At the next firing, it fired 2 clips at once. The site used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.